Manufacturer narrative:
The customer reported complaint for a failed quattro catheter was confirmed during initial functional testing. The shaft leak was observed approximately 1.19 inches away from the end of the manifold. During manufacturing, all quattro catheters are 100% inspected for leaks by subjecting them to pressure testing. Thus, it is probable that the shaft leak was caused by abrasive surface contact to the catheter during device operation. All catheters go through a thorough 100% inspection and test prior to and during catheter assembly process to ensure visual, structural and functional integrity. This includes destructive testing to verify burst strength prior to lot release. A visual inspection of the returned catheter was performed and no abnormalities with the catheter was seen. All infusion ports flushed successfully. The returned catheter was connected to a pressurized inflation device. A shaft leak was observed when the pressure was increased. The shaft leak was observed approximately 1.19 inches away from the end of the manifold. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of related complaints for icy catheter lot # 73262. The zoll catheter was returned to zoll on 08/15/2017 for investigation. However, only one of the catheter was returned for evaluation. The second quattro catheter was disposed by the customer. Referenced MFR reports: MFR 3010617000-2017-00676 - ccr (B)(4). Correction lot # was changed from 73726 to 73262.

Manufacturer narrative:
The zoll catheter was returned to zoll on 08/15/2017 for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed. Referenced MFR reports: MFR 3010617000-2017-00676 - (B)(4).

Event description:
A patient was hospitalized post cardiac arrest and underwent treatment for therapeutic hypothermia. A zoll quattro catheter was inserted into the femoral vein. The customer reported about two quattro catheters. The exact issue with both catheters were not reported. Customer did not know any further information at this time. No known patient consequences reported.